Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had a tampon with a string that was too short. She did not use the tampon and discarded it. She did not seek medical attention and did not experience any adverse health effects.